Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. A review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the f-38 alarm was determined to be out of specification force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an unspecified error. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.